Manufacturer narrative:
The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "thread-like" foreign matter was found on the needle sftygld 25x1 rb hub before use.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that "thread-like" foreign matter was found on the needle sftygld 25x1 rb hub before use.